Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received stating a revision procedure was performed and the competitive atrial lead was removed from service and replaced. The exact date of this procedure could not be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a pacing impedance measurement less than 200 ohms on the atrial channel which triggered the lead safety switch (lss). Additionally, there was some stored events due to oversensing of noise. No adverse patient effects were reported.